Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 300 mg/dl. The display did not return when the customer inserted a new battery. Customer had treated with manual injection. Troubleshooting was performed. The display did not return. Advised that the insulin pump will be replaced. Nothing further reported. The customer had already received a new replacement insulin pump. Advised to contact his health care professional to get the settings from the new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)